Manufacturer narrative:
Section b3: date of event: unknown/ not provided. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens (iol) had device advancement issue and the lens was damaged in the process. The iol was not implanted into the patient's eye. There was no delay in treatment or other interventions performed. No further information was provided.